Event description:
It was reported that on (B)(6) 2011 the patient's morning blood glucose level was 400 mg/dl and she experienced the symptoms of nausea and vomiting. That night she was admitted to the hospital with the diagnosis of dka and treated intravenously with insulin. The patient reported her blood glucose readings have been "in the 200's mg/dl" for two weeks. Troubleshooting revealed the patient's technique was correct, the pump date/time setting and basal setting were correct, and the total basal/bolus doses given correctly matched those programmed. The pump history revealed that on (B)(6) 2011 the patient did not bolus between 1:12 pm and 1:53 am. The patient claimed she did take bolus doses during that time period and alleged the pump did not record them. The patient noted she has scar tissue on her abdomen which she has been using for infusion. The patient had scar tissue on the infusion site, which may have contributed to under-infusion of insulin. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia while using the pump, and was admitted to the hospital with dka. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 12/05/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A 10 unit normal bolus and a 10 unit audio bolus were delivered and recorded correctly in the pump history. No delivery related defects were found during testing.